Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound, so the customer was not alerted to changes in glucose level. As a result, the customer lost consciousness. It is unknown if treatment was required because the customer said they will call back with this information. There was no report of death or permanent impairment from this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.